Manufacturer narrative:
Ppae (cardiac perforation): the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
D6b: added explant date.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinician narrative an impella 5.5 was inserted via direct aortic access in a 76-year-old female presenting with post-cardiotomy cardiogenic shock and low cardiac output syndrome following coronary artery bypass grafting, with a known history of coronary artery disease. At the time of support initiation, the patient¿s lactate was 3.6, hemoglobin 8.8, hematocrit 26.0, and platelets 111. The patient required inotropic and vasopressor support and mechanical ventilation for respiratory support, and was classified as scai stage d cardiogenic shock. The impella purge solution consisted of dextrose 5% in water with 25 meq sodium bicarbonate. Per report from the bedside nurse, the pump required repositioning the prior day, and the surgeon assessed the device position at the bedside and advanced the device. Initial impella waveforms appeared appropriate following repositioning. Shortly after the surgeon left the bedside, the patient developed increased drainage from chest tubes with associated hemodynamic deterioration. The surgeon returned to reassess the patient and performed emergent reopening of the chest at the bedside, at which time left ventricular perforation was identified. An emergent patch repair was placed, and the patient was taken urgently to the operating room for definitive left ventricular repair. The impella 5.5 remained in place during management of the event. Cardiac perforation is a recognized complication associated with cardiac surgical procedures and device manipulation or repositioning within the ventricle, particularly in patients with post-cardiotomy cardiogenic shock requiring advanced mechanical circulatory support. The reported event occurred in the context of device repositioning and underlying surgical pathology. Review of the available information did not identify evidence suggesting that the event was attributable to a performance issue of the impella pump itself. Following surgical management, impella waveforms were reported as appropriate with no additional impella-related complications noted. The patient survived.